Event description:
The customer reported that the buttons were unresponsive and the device alarmed. The caller stated that the activate button was not responding during a bolus and easy bolus. The blood glucose reading was 232mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display followed by constant tone as a result of a faulty component on the interface board. Further testing could not be performed due to the frozen display.